Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the distal end cover burnt was caused by stress of repeated use, external factors, or handling. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The event can be detected by following the instructions for use which state: chapter 3 preparation and inspection 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found, due to a dent on the distal end, water tightness is lost. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope distal end has a burn. There were no reports of patient involvement.